Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault and significant reduction of iridocorneal angles. On the same day separate surgery, the lens was exchanged with the same model, shorter length and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6- health effect- clinical code: 4581- significant reduction of iridocorneal angles. H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).